Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they had the lead displaced and got a hematoma, so a neurosurgeon had to put in a paddle lead in (B)(6) 2007. Patient did not have the original lead in (B)(6)2007. Patient did not provide the event date. Patient also inquired spine MRI compatibility. Agent reviewed lead information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name n/a; product ID 377660 (lot: v021236); product type: 0200-lead; implant date (B)(6) 2007; explant date (B)(6) 2007 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.